Event description:
On 11/30/92, patient went to surgery for removal of pacemaker wires. A tip of the lead wire fractured and became dislodged inside the patient. Multiple attempts to retreive the tip, which was through to have measured 1 cm length x 0.5 cm width were unsuccessful. Patient was taken back to surgery on 12/3/92 and the tip was successfully retreiveddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inherent risk of procedure, electrode. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.